Event description:
(B)(6), home health registered nurse, reports pump malfunction. Home health registered nurse stated pump kept indicating system time out error despite multiple attempts at troubleshooting including power on and off and changing batteries. Hhrn requested pump replacement. Patient was not hooked on with pump when error occurred. No adverse events as a result of pump malfunction. No missed doses. Patient currently being infused via gravity. Next infusion will be (B)(6). The pump is available for return. The defective pump serial # (B)(6) and exp date: 12/01/2026. Pump is used for gammagard liq 10%. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Relevant.